Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp, tsv, 3.7, 10,mtx,mc,mg,ha (tsvmh10) was returned for investigation. Visual inspection of the as returned product identified that the vial is empty of the components. The vial cap is noted to already be opened. Device history record (DHR) review was completed for the subject lot number 1224544. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1224544) for similar event using keyword incorrect component quantity and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the sterile packaging was missing the implant. The doctor confirmed that the surgery was completed with another implant.